Manufacturer narrative:
The dpu and the connecting hub were returned separated. Concerning both the proximal end distal severed ends: note the irregular distal top surfaces, the fractures going away from the severed ends, the bending adjacent, but proximal to the actual severed ends. This fracture was ductile in nature requiring excessive external force. The severed ends do not exhibit any material defects to the material. The coil was returned undamaged it was found that the fracture was ductile in nature. No material defects were found to the severed ends. Therefore, the most likely root cause of the electrical hub connector breaking off the hypotube was due to excessive external force. It cannot be determined if there was a hairline fracture previously in place before the actual severing of the device occurred. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The hub connector broke off on the presidio coil (pc4182050-30). Initially, pre-deployment electrical check was performed with no issues noted. Then while the physician was delivering the presidio in a microcatheter (product name unknown; clinical supply; 150cm; ID=0.021inch), the hub connector of the presidio broke and came off from the device positioning unit (dpu). It is unknown when exactly this happened, but it was before peeling away. Therefore, another product (details unknown) was used instead and the procedure was completed without further issues. The product was new and the procedure was conducted in accordance with the IFU. The complaint product is going to be returned for analysis.